Event description:
Ref MDR number 1219856-2013-00258 for the first event involving the same pt. It was reported that the event occurred while in the cath lab during use. Indication for use: cardiogenic shock. The professor inserted a second iab through the teflon sheath via the same insertion site (left femoral) without issue. After the insertion, the user started to pump and the iabp again alarmed "helium leak." The tubes were connected. There was no kinking observed. The pt had a regular heart rhythm and no blood was observed in the helium line. As a result, the iab was removed. The professor decided not to insert another iab. The professor resolved the issue with catecholamine therapy. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay. The pumps used in this event were autocat2 wave serial #(B)(4). There were pump strips generated, but are not available for review.

Manufacturer narrative:
(B)(4).